Event description:
It was reported by service report that the mattress needs to be replaced and the shoulder restraints were missing and the "lift here" labels were illegible. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Shoulder harness restraint, lift label, mattress.